Event description:
It was reported that after completing the unspecified procedure with an intravascular ultrasound (ivus) catheter; the distal end of the catheter was observed to be "fractured at the site of the interchange". No additional details about the outcome of the procedure and the patient status have been obtained.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filled. (B)(4).